Event description:
According to the reporter, during a trochanteric fixation nail procedure, the nut for the trochanteric fixation nail system would not go on, then was difficult to remove. Threads appear to be compromised. Procedure was delayed 10 minutes. Procedure was completed, no harm to patient. This complaint pertains to the blade glide sleeve ((B)(4)). This report is 1 of 2 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this report shall be filed on a supplemental MDR. Visual evaluation noted the device exhibited severe fattened threads near the start along with nicks and dings. There were also indications of scratches, nicks, and dings along the shaft and on the surface. The blade guide sleeve was evacuated and based on device history records review, the dimensions inspected, and the unknown cause, this complaint was regarded as non-manufacturing related issue.